Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Final analysis of the device concluded s2 corrosion or s2 corrosion with mechanical wear. Residue build up was seen on the pinion of gear two and in the teeth of gear three. Two past stalls with recoveries were noted however no stalls were seen during the analysis process. A 5.1 cm, proximal length of catheter and connector was received for analysis, which revealed acceptable catheter testing.